Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device was not working right now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports patient indicated their device has not been working since 2015 and had several different repair, caller does not know when these occurred. Caller reports, dr. Fortus wants to confirm the stimulator has not been working before they consult the patient to spinal surgery and have device removed. Caller reports patient doesn't see anyone for their stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported there was a poor communication screen on the patient programmer. The patient reported he had not been able to charge since 2015. The patient met with a manufacturer representative (rep) (B)(6) 2018 who told him that it can¿t be charged up. The patient was overdischarged, but because the patient was told it could not longer be charged, it was unknown if there was battery damage or not. The ins recharger did not communicate with the ins. The patient was redirected to their hcp to find out more information about the what the rep discovered when they met with the patient. No patient symptoms were reported. No further complications were reported/anticipated.